Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The wds was advanced and the two devices were snapped together. At this time the physician noted that there were st segment elevations and the patient had become bradycardic and hypotensive. The anesthesiologist gave the patient epinephrine and atropine to help increase the heart rate and blood pressure. An air embolism was suspected; however, no air was visualized through out the procedure. The procedure continued and the closure device was deployed in the laa of the patient. The heart rate and blood pressure improved and the st segment elevations resolved. The closure device met all release criteria and was successfully implanted in the laa of the patient. The patient had no consequences as a result of these events and did fine following the procedure.